Event description:
A customer reported a previous incident of low blood glucose, experiencing a level as low as 36 mg/dl, which was treated by consuming carbohydrates. Cause was not known. The customer was advised by technical support to consult a healthcare provider to discuss potential factors affecting their blood glucose levels.